Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer continued to use current pump for insulin therapy. Customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The customer addressed elevated bg with a manual injection.